Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstruation pain"), menorrhagia ("abnormally heavy bleeding during menstruating/abnormally prolonged menses"), abdominal pain lower ("severe lower abdominal pain/cramping"), dyspareunia ("pain during intercourse"), fatigue ("chronic fatigue"), vaginal discharge ("vaginal discharge"), headache ("headaches"), anxiety ("anxiety"), weight fluctuation ("weight fluctuation") and procedural pain ("painful procedure"). The patient was treated with surgery (underwent total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, dyspareunia, fatigue, vaginal discharge, headache, anxiety, weight fluctuation and procedural pain was resolving. The reporter considered abdominal pain lower, anxiety, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, pelvic pain, procedural pain, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2017, she underwent a total abdominal hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: confirmed full occlusion of fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ("severe pelvic pain/pain"). In a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: gravida ii, parity 2 ((B)(6) 2004, (B)(6) 2009). Constipation, esophageal reflux, anxiety and pruritus. Previously administered products included for an unreported indication: paragard and ortho tricyclen. Concurrent conditions included: overweight, spondyloarthropathy, condyloma acuminatum, upper respiratory infection, sore throat, amenorrhoea, allergic rhinitis, libido decreased, augmentation mammoplasty, ovarian cystectomy, menometrorrhagia, low grade squamous intraepithelial lesion, adenomyosis, biopsy and intervertebral disc bulging. Concomitant products included: citalopram for anxiety, as well as amoxicillin trihydrate, clarithromycin, lansoprazole (prevpac), celecoxib, cilest (ortho tricyclen), doxycycline hyclate, fluticasone propionate, hydroxyzine hydrochloride (hydroxyzine hcl), imiquimod (aldara), metoprolol succinate, moxifloxacin hydrochloride (vigamox), olopatadine hydrochloride (patanol), sulfacetamide sodium and tramadol. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("abnormally severe menstruation pain"). On (B)(6) 2011, the patient experienced fatigue ("chronic fatigue"), headache ("headaches") and migraine ("migraines"). And was found to have weight increased ("weight gain") 1 month 5 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy bleeding during menstruating/abnormally prolonged menses"), abdominal pain lower ("severe lower abdominal pain/cramping"), dyspareunia ("pain during intercourse"), vaginal discharge ("vaginal discharge"), anxiety ("anxiety"), weight fluctuation ("weight fluctuation"), procedural pain ("painful procedure"), vaginal haemorrhage (abnormal bleeding ("vaginal")), ovarian cyst ("reproductive system disorder or condition, type of disorder or condition: ovarian cyst"), arthralgia ("in the front between the hips"), uterine cervical pain ("cervix pain") and menstrual disorder ("abnormal menstrual cycle"). And was found to have hormone level abnormal ("testosterone pellet injections/hormone levels were imbalanced, due to hysterectomy"). The patient was treated with surgery (underwent total abdominal hysterctomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, dyspareunia, fatigue, vaginal discharge, headache, anxiety, weight fluctuation and procedural pain was resolving. The dysmenorrhoea had not resolved. And the vaginal haemorrhage, migraine, ovarian cyst, arthralgia, uterine cervical pain, hormone level abnormal, weight increased and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, procedural pain, uterine cervical pain, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: on (B)(6) 2017, she underwent a total abdominal hysterectomy and bilateral salpingectomy. During which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, symptoms have mostly resolved. Though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 25.1 kg/sqm. Hysterosalpingogram: in (B)(6) 2011, results: confirmed, full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received. Product indication updated. Events added: testosterone pellet injections/hormone levels were imbalanced, due to hysterectomy, menstrual disorder and weight gain. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (((B)(6) 2004, (B)(6) 2009)), constipation, esophageal reflux, anxiety and pruritus. Previously administered products included for an unreported indication: paragard and ortho tricyclen. Concurrent conditions included overweight, joint disorder, condyloma accuminata recurrent, upper respiratory infection, sore throat, amenorrhoea, allergic rhinitis, libido decreased, augmentation mammoplasty, ovarian cystectomy, menometrorrhagia, low grade squamous intraepithelial lesion, adenomyosis, biopsy and intervertebral disc bulging. Concomitant products included citalopram for anxiety as well as celecoxib, cilest (ortho tricyclen), doxycycline hyclate, fluticasone propionate, hydroxyzine hydrochloride (hydroxyzine hcl), imiquimod (aldara), metoprolol succinate, moxifloxacin hydrochloride (vigamox), olopatadine hydrochloride (patanol), prevpac, sulfacetamide sodium and tramadol. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 month 5 days after insertion of essure, the patient experienced fatigue ("chronic fatigue"), headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstruation pain"), menorrhagia ("abnormally heavy bleeding during menstruating/abnormally prolonged menses"), abdominal pain lower ("severe lower abdominal pain/cramping"), dyspareunia ("pain during intercourse"), vaginal discharge ("vaginal discharge"), anxiety ("anxiety"), weight fluctuation ("weight fluctuation"), procedural pain ("painful procedure"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"), arthralgia ("in the front between the hips") and uterine cervical pain ("cervix pain"). The patient was treated with surgery (underwent total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, dyspareunia, fatigue, vaginal discharge, headache, anxiety, weight fluctuation and procedural pain was resolving, the dysmenorrhoea had not resolved and the vaginal haemorrhage, migraine, ovarian cyst, arthralgia and uterine cervical pain outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, procedural pain, uterine cervical pain, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2017, she underwent a total abdominal hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - in july 2011: confirmed full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: fu from pfs+mr: new events: vaginal haemorrhage, migraine, ovarian cyst, arthralgia, uterine cervical pain were added. Previously reported event ¿dysmenorrhea¿ outcome updated to not recovered/resolved. Reporter, patient demographic information, all other relevant history updated. All concomitant products added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.